Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was noted. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Wear at fold in their proximal ends were noted, but no leaks were identified. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified in the pump. The reservoir was microscopically inspected and tested for leaks, and the component passed all testing. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cylinder connecting tube was noted. All components were removed and replaced. There were no patient complications reported.